Event description:
Black substance that floating inside the capiox cardiotomy reservoir.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 2, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information, device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation finding: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The returned sample was inspected upon receipt. The reported black foreign material was not able to be located within the reservoir. A representative retention sample was inspected and noted to not have any loose foreign material within the reservoir. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during pre-cardiopulmonary bypass, there was a black substance with a size of a small seed was observed, floated inside the cardiotomy reservoir. As per the user facility, the patient was cannulated, with the arterial cannula in, and the venous cannula not in. They had to urgently build a new pump, and tear down the pump with the contaminated spec. No consequence or impact to patient. There was 30 minutes delay in the procedure. There was 50ml blood loss. The product as changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 934 - reservoir. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical, symptoms or conditions. Medical device problem code: 1120 - contamination. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.